Manufacturer narrative:
E1 - event site name - (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during a routine check the cs300 intra-aortic balloon pump (iabp) had a screen artifact issue with no physical damage. There was no patient involvement and no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the failure and isolated it to the display driver cable. The fse replaced the display, display to video receiver cable and video receiver pcba. The unit passed all functional and safety tests to manufacturer specifications.